Event description:
It was reported the subject device wire broke when trying to close. This issue occurred during a therapeutic colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.